Event description:
Article: use of plate fixation without coracoclavicular ligament augmentation for unstable distal clavicle fractures; shin, sang-jin, md phd; ko, young-won, md; lee, juyeob, md; park, min-gyue, md; j shoulder elbow surg (2016) 25, 942-948. Case 1: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced adhesive capsulitis; arthroscopic capsular release was performed.